Event description:
It was reported that the lead was capped due to oversensing. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of june 2024 and 4th of february 2025 recorded stable impedances with no abnormalities. Furthermore, an increased nst and short interval counter since january was recorded. No iegm episodes were provided, but the episode list recorded an increased occurrence of fast nsts in january and a vf detection in february. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing. Should additional information be received this file will be updated.